Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implant date: (B)(6) 2019; etlw1616c82e stent graft, implant date: (B)(6) 2012; etbf3616c166e stent graft, implant date: (B)(6) 2012; etlw1616c156e stent graft, implant date: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a bloodstream infection. The right ventricular (rv) lead was explanted. No further patient complications have been reported as a result of this event.